Event description:
The reporter states that she obtained the blood glucose results of 540 mg/dl and 120 mg/dl within 10 minutes on the accu-chek advantage sys. No action was taken based on the readings. No adverse event reported. New sys sent to customer and return requested.